Event description:
During a pacemaker replacement procedure involving the subject device, absence of ventricular pacing was reported. Prior to connection with the pre-existing leads, psa measurements of the ventricular lead were normal (threshold 0.9v, r wave amplitude 20mv, impedance 650ohms). The lead were then connected normally, and no pacing was identified on the ventricular side with ECG. The lead was pulled, but it could not be removed from the port. The lead was disconnected and reconnected, but there was still no pacing. Telemetry of the subject device indicated a lead impedance above 3000 ohms. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.